Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. The surgeon was unwilling to provide further information. (B)(4).

Event description:
A surgeon reported to a company representative that he has been noticing patients that he implanted with intraocular lenses (iol) are getting a "whitening" across the anterior surface of the iol. This is causing contrast sensitivity impairment and loss of visual acuity. The surgeon feels that this is a biofilm. The surgeon also stated the areas where the lens was touched with forceps or folded, has a greater concentration of this "whiteness". The surgeon was unwilling to provide further information.